Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a literature citation. This is a literature report from the USA of eosinophilic peritonitis and eosinophilia in a (B)(6) female (with a history of end stage renal disease on continuous ambulatory peritoneal dialysis, capd) subsequent to receiving vancomycin for the treatment of peritonitis secondary to methicillin-resistant staphylococcus aureus. On an unreported date, the patient received intraperitoneal (ip) gentamicin and vancomycin (off-label use) (manufacturers and brands not reported) after initial peritoneal fluid results. Therapy was changed to ip vancomycin once culture data were obtained. Within 24 hours of therapy initiation, the patient was free of abdominal pain and the peritoneal dialysis (pd) effluent was clear. A diagnosis of vancomycin-induced eosinophilic peritonitis (ep) was made. The patient did not have recent changes in dialysate solutions, making idiopathic ep due to a reaction to a component of the capd system unlikely. Given these findings, vancomycin-induced ep was considered and the antibiotic regimen was changed to oral linezolid 600 mg twice daily (manufacturer and brand not reported). Within 48 hours after switching antibiotics, the pd effluent was clear. Gentamicin was considered a co-suspect medication. According to the author, "in summary, this is the first reported case of eosinophilic peritonitis due to ip vancomycin administration. It highlights the importance of differential cell counts in peritoneal fluid samples, careful assessment of the potential causes of eosinophilic peritonitis and exclusion of bacterial and fungal etiologies."